Manufacturer narrative:
(B)(6). Information regarding concomitant medications, tests and patient weight were not provided. Complaint conclusion: the coil was returned stretched. The most likely primary contributing factor to the coil stretching during repositioning may have occurred when the coil became temporarily anchored on itself or from the distal tip of the microcatheter. When the anchored coil was retracted for repositioning, the coil most likely stretched. It was reported that, "a one to one relationship between the coil and delivery tube was not verified with fluoroscopy prior to repositioning," if that occurred, then for optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends,"caution: if repositioning of the microcoil is necessary, carefully observe the motion of the microcoil in respect to the dpu wire while retracting the microcoil under fluoroscopy. If the microcoil movement is not one-to-one with the dpu wire, or if repositioning is difficult, the microcoil may have become stretched and could possibly break. Gently remove and discard the microcoil system. Caution: if the microcoil is positioned at a relative sharp angle to the microcatheter, a microcoil may stretch or break as it is being withdrawn. By repositioning the distal tip of the catheter at or slightly inside the ostium of the aneurysm, the microcoil may be more easily funneled back into the microcatheter.¿ in addition, without the return of the echelon 10 microcatheter used in the procedure, it cannot be determined if this component contributed to the complaint event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Coil stretching was confirmed through failure analysis. Based on the information provided, device handling factors addressed in the IFU may have contributed to the complaint. A one to one relationship between the coil and delivery tube should be verified with fluoroscopy prior to positioning the coil. There was no evidence that the complaint was related to a design or manufacturing issue; therefore, no corrective/preventive actions will be taken. This is an initial/final MDR report.

Event description:
During coil embolization of a secular right posterior communicating artery aneurysm, an ultipaq cerecyte microcoil (cfs10020330/f62890) was advanced through the non-codman microcatheter, but when repositioning the coil, the coil stretched. The coil was withdrawn with the microcatheter as a unit with the coil still attached to the delivery system, and the procedure was completed with another coil. There was no patient adverse event reported. The coil was the first coil implanted and a continuous flush had been maintained through the microcatheter. There was no resistance felt in the microcatheter and the microcatheter was not damaged. The microcatheter had not been repositioned over the coil while the coil was deployed or partially deployed out of the distal microcatheter. A one to one relationship between the coil and delivery tube was not verified with fluoroscopy prior to positioning. No additional information was provided.